Manufacturer narrative:
No explants have been made available for examination at this time, as the device remains in situ. However, review of the CT image provided confirms a set screw has migrated from the construct. The surgeon continues to monitor the patient for any indication necessitating additional treatment. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
The patient underwent l4 - l5 single level spinal surgery on (B)(6) 2020 consisting of seaspine's mariner pedicle screw system. Four weeks after the index surgery, CT imaging was conducted, and the surgeon noted a set screw had disengaged from the construct.